Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received a shock for supraventricular tachycardia with rapid ventricular response. The episode was detected in the ventricular fibrillation (vf) zone. Technical services discussed detection enhancements are not appiled in the vf zone. No adverse patient effects were reported.